Event description:
This complaint concerns 3 sizes of gloves as follows: 6515l101349-small 6515001855233-large and 6515004620832-medium. These exam gloves have elicited a myriad of complaints from users. There is a large variation in size from other exam gloves the smalls are too small, the mediums are too big, etc. There is even a variation of sizes within a specific box. For example, a box of smalls may contain small and medium size gloves. The gloves have poor tactiic sensation, tear easily, feel almost slimy (but dry), leave the hands desiccated, and become too slippery when wet, making fine dexterity impossible. This is especially a concern when handling blood products or surgical instruments. The gloves are particularly irritating to the hands. One user complained about a quick developing rash that subsequently cracked and bled.